Manufacturer narrative:
The device evaluation did confirm the user's experience. The teflon pad was found with a minor dark charred stain, melted at the proximal end, and partially peeled away from the grasping section. Abrasion marks were found on the probe and in a similar site on the electrode of the grasping section. The damage was attributed to continuous activation of output without grasping any tissue in the grasping section, which caused the probe and the electrode of the grasping section to be in direct contact (jaw closed). The device was tested using an esg-400/usg-400 and no problem was found.

Event description:
Olympus was informed that at the beginning of a laparoscopic colectomy procedure, during the visual examination of the device, it was noted that the teflon pad was beginning to peel off. The procedure was completed with a different but similar device. There was no patient injury reported.